Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer noticed that, a week ago the blood glucose was 300 to 400 mg/dl and yesterday it was above 600 mg/dl. The current blood glucose was 470 mg/dl. The high blood glucose was treated with the flex pen and then blood glucose went down to 200 mg/dl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer treated for high blood glucose flex pen. The blood glucose was recorded was 47 mg/dl and target was 125 to 130 mg/dl. In march the blood glucose values recorded were 294 mg/dl, 450 mg/dl, 300 mg/dl. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.